Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 23mm sjm regent heart valve with flex cuff was chosen for implant. The patient had complications during surgery and passed away.

Manufacturer narrative:
An event of patient death was reported. Information from the field indicated that the patient passed away the same day due to complications during intervention surgery related to the initial procedure. A med review was conducted; however, no further information was able to be collected related to this case. Details were not provided regarding the patient's condition and status of the valve at the time the patient passed away such it is not possible to determine the cause of the death. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported event could not conclusively be determined.